Event description:
Customer reported blood glucose results of 59 mg/dl and 109 mg/dl within 10 minutes on the voicemate system. Also reported a separate instance of 60 mg/dl and "130's" mg/dl within 10 minutes on the voicemate system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.